Manufacturer narrative:
(B)(4). The lot number was unknown; therefore, a device history record (DHR) review was conducted on a lot number based on the sales history of the customer. There were no relevant findings. The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed and no relevant findings were identified. The probable cause of the guide wire and needle resistance and the guide wire kinking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guidewire severely bent and almost snapped while passing it through the needle. The doctor turned it over and used the other end of the guidewire and the same thing happened. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the guidewire severely bent and almost snapped while passing it through the needle. The doctor turned it over and used the other end of the guidewire and the same thing happened. No patient injury or consequence reported.